Event description:
The customer reported the subject device would not turn on. The reported issue occurred during pre-use inspection of the subject device. The intended procedure was completed without a delay. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (power would no turn on) was confirmed and found to be caused by a printed-circuit board (qb, bi, g1, g2 board) failure. In addition, service found the screw was missing, and there were scratches on the screen. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
This is an in-house equipment owned by olympus and has not been used at a customers site. There was no patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, the initial medwatch was submitted in error. The device is only used for in-house testing, therefore, b5 was corrected with this information. Per the legal manufacturer's investigation, the specific root cause of the printed-circuit board failure could not be determined at this time. It is likely the cause of the scratches and missing screws occurred from user handling the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue.